Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lung resection, the firing of the two reloads stopped in the middle of segmental resection due to thick tissue. The incident caused poor staple formation and staple line incomplete centrally and proximally. Another resection was done using a new reload.